Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The assignable cause for additional problem of earth leakage current test was determined to be shorted power supply printed circuit board (pcb). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine failed earth leakage current performance specification during testing. There was no patient involvement.